Manufacturer narrative:
Follow-up #1: date of submission 03/30/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box revealed a cs 054. The pump powered on to a cs 127 alarm. The display functioned properly. The pump was opened and there was moisture damage found inside the case. A leak test verified a leak at the crack in the pump case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.